Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: a black, long and thin fm in the syringe was confirmed. The patient found a black rectangle fm (about 1-mm in long diameter) inside the insulin device.

Manufacturer narrative:
H6: investigation summary no physical samples were received; the investigation was performed based on the photo provided. One photo was returned from an unknown lot. No., cat. No. 320136. Based on the photo returned no investigation can be carried out. No DHR review can be carried out as lot number is unknown. Based on the photo returned no root cause can be identified.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: a black, long and thin fm in the syringe was confirmed. The patient found a black rectangle fm (about 1-mm in long diameter) inside the insulin device.